Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had the balloon removed in the last procedure and a deactivation system was connected due to an abscess in the abdomen that needed to be drained. The medical staff stated that the device did not contribute at all to the abscess. A surgical procedure was performed in which the deactivation package was removed, and the balloon was connected so full system is now implanted in the patient. No further patient complications were reported.